Event description:
Customer reports that the charging cable of their adc device melted and burned the device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid reader serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturer date for the reported reader is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid reader serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturer date for the reported reader is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. It was incorrectly inferred in MDR #2954323-2022-14206 that the customer reported that their adc issued melted and burned the adc device. However it cannot be confirmed at this time if the cable used by the customer was the cable specifically supplied by adc for use with the libre device as that information wasn¿t definitively provided at the time the complaint was reported and the cable associated with this issue has not been returned to adc for investigation. Section b5 has therefore been updated to remove the statement that the charging cable was an adc charging cable.

Event description:
Customer reports that their charging cable melted and burned their adc device. There was no report of death, serious injury, or mistreatment associated with this event.